Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent bilateral total hip arthroplasty procedures and further reported patient allegations of elevated levels of cobalt and chromium and tissue and bone destruction of both hips. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedures occurred on (B)(6) 2004 (right hip) and (B)(6) 2005 (left hip). A revision of the left hip occurred on (B)(6) 2010 due to acetabular loosening. Revision operative notes indicated osteolysis surrounding the cup and protrusio. The acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet head. There has been no information received reporting a revision of the right hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted patient underwent a left hip revision on (B)(6) 2009 due to loosening of the acetabular component. Operative report further noted protrusio deformity of the pelvis and chronic abductor tendon tear. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02175 / 02176).

Event description:
Patient's legal counsel reported that patient underwent bi-lateral total hip arthroplasty procedures and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedures occurred on (B)(6) 2004 (right hip) and (B)(6) 2005 (left hip). A revision of the left hip occurred on (B)(6) 2010 due to acetabular loosening. The cup and head were replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.